Event description:
A nurse reported metal particles were seen in a patient's anterior chamber postoperatively. Additional information was received from the surgeon indicating she was unsure if the particles were from the irrigation/aspiration (I/a) handpiece, the silicone tip, or the surgical blades. The surgeon reported there was no harm to the patient and could not provide information on the number of patients affected. The surgeon has declined providing any further information.

Manufacturer narrative:
No samples were received for evaluation of metal particles. No lot number was identified with this complaint; therefore, the manufacturing device history record for this complaint could not be reviewed. The root cause for the complaint cannot be determined. Because the root cause is unknown, no malfunctions were confirmed. The particulate identified did not originate from the handpiece. All threaded handpieces are 100% visually inspected and tested for a good functional performance by trained operators during manufacturing. Cleaning instruction in the directions for use information are provided to ensure a clean and functional handpiece. (B)(4).